Event description:
Additional information indicated that the device migrated down from the original implant site and the atrial lead tip appeared to have dislodged. There was an evidence of erosion with purulent discharge. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse patient effects reported. The product was explanted.